Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva nano system. Reference medwatch with patient identifier (B)(6) for the mobile system. Device will not be returned.

Event description:
Reporter stated that patient received the following results, with two different meters, within 1 minute: hi (result over 33.3 mmol/l) from the mobile and 7.2 mmol/l (aviva nano) no actions taken based on device results. No adverse event reported.